Event description:
It was reported that during a linx procedure, the surgeon experienced difficulty getting the clamp. As a result, the surgeon decided to use a new clamp to proceed with the procedure.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the explant take place? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was the device found in the correct position/geometry at the time of removal? Additional information received: the device was implanted on friday, on (B)(6). The surgeon said the patient immediately did not do well with the linx device. He had horrible nausea, could not swallow even a drop of water per the surgeon. He sized it correctly at linx sizer pop off plus 3. All testing for a complete work up was done prior to the surgery. All tests including the manometry test were in range. The patient on saturday was still not doing well, was not showing signs of improvement. So, he decided to go back in and remove the device. The patient requested a stomach wrap to help with the gerd. He did not replace the sz 15 with a sz 16. Lxmc15. Lot: 29790. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 9/29/2025. Investigation summary: a 15 beads linx device was returned in used condition. The device was returned in an unlocked position, in addition an attempt to locked was hardly made. Bent wires and tooling marks were noted in some beads. A piece of what appears dry tissue was found on the clasp bead, probably causing the reported event "experienced difficulty getting the clamp." The tissue was carefully removed and the device was locked and unlocked as intended, no anomalies were noted after that. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 29790, and no non-conformances were identified.